Event description:
The wife of a male pt contacted lifecor customer support to report that, when they swapped batteries that morning, the pack that was on the charger would not boot the monitor. Support had the pt attempt again with the same outcome. A lifecor pt services rep (psr) visited the pt and confirmed that one battery pack showed charged but would not boot the monitor. The psr replaced the suspect battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not booting up the monitor was a defective battery cell within the pack. The positive side cell of the 3 cell pack had developed an internal short, which in turn discharged the 2 remaining cells to 3 volts. The root cause of the shorted cell cannot be positively identified. The defective cell pack will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.